Manufacturer narrative:
Product complaint #(B)(4). Patient code: surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- bilateral patient. Litigation alleges that patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. Update: 4/30/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. 11/12/2014 - updated patient harms and complaint category. Tsk. Update rec'd 10/27/14 - sales rep reported revision surgery for the left hip. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: 11/13/2014 update ad 1 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. The ppf has no allegation and no revision reported. The cup, hole eliminator and two screws were added to the impacted product due to previously alleged infection. Updated patient identifier and the manufacture date of the head and liner. Added lawyer, law firm, revision surgeon, revision hospital and expiration date of the head and liner. Doi: (B)(6) 2008 ; dor: (B)(6) 2014 (left hip). Patient is bilateral, please see (B)(4) (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.